Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed inaccurately low results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter started reading inaccurately low at 7:15am on (B)(6) 2016; although no results were provided for this time. The patient manages her diabetes with insulin (no adjustments). She denied making any changes to her diabetes management routine as a result of the alleged issue. She reported that an unknown time later, she developed symptoms of ¿blurred vision.¿ she claimed that around 12pm on (B)(6) 2016, she obtained an alleged inaccurately low blood glucose result with the subject meter of ¿98 mg/dl¿ compared to ¿312 mg/dl¿ on an unknown meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs¿ criteria for accuracy. The patient claimed that also around 12pm on (B)(6) 2016, she was hospitalized, but the only ¿treatment¿ she received was a blood glucose test performed on a laboratory device, conducted by a healthcare professional (hcp). The patient was unable to recall the lab result. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site and followed the correct testing steps. However, the cca also noted that the patient¿s test strips had been stored incorrectly. The issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurately low readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hyperglycemia, after the alleged meter issue began.